Event description:
It was reported that when the device was used during an unk procedure, the staples malformed. They were box-shaped. Parts of the anastomosis were bleeding; amount unk. Another like device was used to complete the case. There was no add'l reported pt consequence.